Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
A female patient of unknown age underwent a procedure for coil embolization in the renal artery. The device was advanced from the left common femoral artery to the renal artery. When attempting to perform the embolization, blood leaked from the tuohy-borst valve since the valve could not be closed after the user tightened the tuohy-borst valve. The device was replaced with another device to complete the procedure successfully. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, instructions for use (IFU), manufacturing instructions, trends, quality control, and visual inspection / functional testing of the returned device were conducted during the investigation. One used tuohy-borst valve was returned for investigation. After flushing the device, a leak test was performed by occluding the proximal end of the connecting tube and using a syringe to inject water through the distal end of the tuohy-borst valve. Leakage was detected at the junction between the connecting tube and cap. The connecting tube and cap were then separated, and a hole was found on the connecting tube just below the flare. It is feasible to suggest that the damage could have occurred during the flaring manufacturing process. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number related to this issue. Based on the examination of the returned complaint device and the available information, the likely cause of the failure is manufacturing-related. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.